Manufacturer narrative:
Additional information: manufacturer narrative. The pcu (sn (B)(6) error logs did not show the occurrence of error code 121.2000 on or near the date of the reported incident. This indicates that the device did not cause or contribute to the reported issue of system failure. During the investigation, minor damage to the isolation rib on the right (male) iui connector was observed. This finding was incidental and is not believed to have caused or contributed to the reported issue. However, this manufacturer report was submitted because this condition meets the criteria for a reportable malfunction. Additionally, imdrf annex a, c, d, and g codes identified as reportable malfunctions during the investigation, but not associated with the reported event, were determined to be unrelated to the reported issue. Refer to MFR. Report # 2016493-2025-147497 and 2016493-2025-140786 for the report on suspect devices. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that three (3) pumps with eleven (11) modules attached displayed a system failure and all of them stopped infusing. Customer alleges only option on the pumps was to turn the devices off. Clinical users managed to turn the pumps back on, however had to reprogram all the medications. Customer has reached out to plant services for information regarding what happened at the time, and we were told that ¿a squirrel fried itself and took out c phase on our main incoming powerline. There was a second of interrupted power while our ats transferred to our backup powerline.¿ customer pulled the event logs on the pcu and there was a second or two that the shows the pumps were switching between ac and dc. Error code shows 121.2000 at the time. A report was received from health canada's canada vigilance program which states, "hospital wide power outage - all pumps plugged into red power ports, and no evidence of battery depletion. Patients IV pumps x3 had a full system failure. 9 channels infusing with life sustaining medications. Complete failure resulting in no life sustaining medications clearly delivered to patient. In addition, ventilator stopped momentarily, as well as all cardiac monitors. Immediate harm to patient, with unknown consequences and monitoring. IV pumps fully failed, with no back up support or battery life noted. IV pumpes required complete reset resulting in immediate harm to patient. Physicians x2 entered room, provided IV push epinephrine, and crash cart had to be placed in room. Rts entered room, as well as 4 rns to support life sustaining measures, and re-program all 9 channels. Primary physician aware and with patient at time. Full pump failure with power outage, no back up or battery backup started. Full pump failure requiring system restart" after extensive follow up, the customer provided additional information: the patient had been admitted for decompensated liver failure. Following the event at approximately 0905, the patients systolic blood pressure decreased from 76mmhg to 50mmhg within 20 seconds of pump failure. Before the event at 0900, ambulatory blood pressure was 76/42(53)mmhg. The intensivist administered epinephrine 50mcg ivp at approximately 0906 to support bp while clinicians worked to re-program vasopressor agents previously running in IV pumps. Abp increased to 79/42(55)mmhg post administration of ivp epinephrine. The patient was also receiving the following medications. Octreotide at 10mcg/hour (flow rate 10ml/hour) vasopressin at 0.04units/minute (flow rate 12ml/hour) norepinephrine at 60mcg/minute (flow rate 56ml/hour) propofol at 15mcg/kg/minute (flow rate 7ml/hour) sodium bicarbonate at 25mmol/hour (flow rate 25ml/hour) fentanyl at 100mcg/hour (flow rate 10ml/hour) epinephrine at 10mcg/minute (flow rate 50ml/hour) albumin 25% at 100ml/hour.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported issue of a system malfunction associated with the system error code 121.2000.2 was confirmed through review of the logs and was replicated during device testing. A review of the pcu error log for pcu sn (B)(6) and pcu sn (B)(6) showed error code 121.2000.2 occurring on 06nov2025 at 9:07 am. Upon decoding the error system code, it was identified as a power supply communication error. The suspect pcu sn (B)(6 )error logs did not show the error code 121.2000 occurring on or near the date of the reported incident. Review of the suspect pcu sn (B)(6) and pcu sn (B)(6) event logs show the system switching between ac and dc power in rapid succession in the span of a few seconds after the reported interruption of power before switching to the facility¿s backup powerline. The suspect pcus sn (B)(6), sn (B)(6) and sn (B)(6) were plugged into a dchu voltage regulator. One of the received pump modules was attached to each of the pcus and they were programmed to infuse at a rate of 25 ml/hr. The input voltage was reduced from 120 volts until the ac led and the battery led intermittently switched on and off. At approximately 16 volts, the system error was reproduced on all three (3) suspect pcus. The pump modules continued to infuse as programmed but were not reprogrammable until the system was reset, as is expected of a system error. Testing was also performed through the alaris system maintenance (asm 12.3) software to check if the voltage and current values for the pcu power supply are within specification when plugged and unplugged from the ac power. The results of the tests show the power supply values to be within specification for all the received pcus. When a pcu is subject to voltage dips that exceed the requirements of a switching power supply, the pcu software can misinterpret the changing voltage as the pcu being plugged in to ac power, then unplugged, then re-plugged and so on (the voltage rises above 16v, then drops below 16v, repeatedly). When this happens, the software will intermittently turn on and turn off the ac light on the pcu front panel; and will also intermittently turn the ¿battery¿ light on and off. Since this happens quickly (several times per second), the ac light and ¿battery¿ light appear to flicker rapidly. The pcu was not designed to handle this situation for a prolonged time. The system responds by writing many alternating messages to the battery log (ac_power_on & ac_power_off). When an error is finally generated, a message ¿communications failed¿ is written to the battery log, with details listed as ¿failure=psp transmit overrun¿ (confirmed in the returned device logs). And an error code of ¿121.2000.2; failure=comm failure¿ is written to the error log (confirmed in the returned device logs). Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. External and internal inspection of the suspect devices did not show any issues or malfunctions relevant to the reported incident. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of a system malfunction associated with the system error code 121.2000.2 is being attributed to an intermittent ac input voltage drop which is suspected to have been below the bd alaris system minimum ac voltage specification. It was reported the facility had a power outage at the time of the incident.

Event description:
It was reported by customer that three (3) pumps with eleven (11) modules attached displayed a system failure and all of them stopped infusing. Customer alleges only option on the pumps was to turn the devices off. Clinical users managed to turn the pumps back on, however had to reprogram all the medications. Customer has reached out to plant services for information regarding what happened at the time, and we were told that ¿a squirrel fried itself and took out c phase on our main incoming powerline. There was a second of interrupted power while our ats transferred to our backup powerline.¿ customer pulled the event logs on the pcu and there was a second or two that the shows the pumps were switching between ac and dc. Error code shows 121.2000 at the time. A report was received from health canada's canada vigilance program which states, "hospital wide power outage - all pumps plugged into red power ports, and no evidence of battery depletion. Patients IV pumps x3 had a full system failure. 9 channels infusing with life sustaining medications. Complete failure resulting in no life sustaining medications clearly delivered to patient. In addition, ventilator stopped momentarily, as well as all cardiac monitors. Immediate harm to patient, with unknown consequences and monitoring. IV pumps fully failed, with no back up support or battery life noted. IV pumpes required complete reset resulting in immediate harm to patient. Physicians x2 entered room, provided IV push epinephrine, and crash cart had to be placed in room. Rts entered room, as well as 4 rns to support life sustaining measures, and re-program all 9 channels. Primary physician aware and with patient at time. Full pump failure with power outage, no back up or battery backup started. Full pump failure requiring system restart" after extensive follow up, the customer provided additional information: the patient had been admitted for decompensated liver failure. Following the event at approximately 0905, the patients systolic blood pressure decreased from 76mmhg to 50mmhg within 20 seconds of pump failure. Before the event at 0900, ambulatory blood pressure was 76/42(53)mmhg. The intensivist administered epinephrine 50mcg ivp at approximately 0906 to support bp while clinicians worked to re-program vasopressor agents previously running in IV pumps. Abp increased to 79/42(55)mmhg post administration of ivp epinephrine. The patient was also receiving the following medications. Octreotide at 10mcg/hour (flow rate 10ml/hour). Vasopressin at 0.04units/minute (flow rate 12ml/hour). Norepinephrine at 60mcg/minute (flow rate 56ml/hour). Propofol at 15mcg/kg/minute (flow rate 7ml/hour). Sodium bicarbonate at 25mmol/hour (flow rate 25ml/hour). Fentanyl at 100mcg/hour (flow rate 10ml/hour). Epinephrine at 10mcg/minute (flow rate 50ml/hour). Albumin 25% at 100ml/hour.

Event description:
It was reported by customer that three (3) pumps with eleven (11) modules attached displayed a system failure and all of them stopped infusing. Customer alleges only option on the pumps was to turn the devices off. Clinical users managed to turn the pumps back on, however had to reprogram all the medications. Customer has reached out to plant services for information regarding what happened at the time, and we were told that ¿a squirrel fried itself and took out c phase on our main incoming powerline. There was a second of interrupted power while our ats transferred to our backup powerline.¿ customer pulled the event logs on the pcu and there was a second or two that the shows the pumps were switching between ac and dc. Error code shows 121.2000 at the time. A report was received from health canada's canada vigilance program which states, "hospital wide power outage - all pumps plugged into red power ports, and no evidence of battery depletion. Patients IV pumps x3 had a full system failure. 9 channels infusing with life sustaining medications. Complete failure resulting in no life sustaining medications clearly delivered to patient. In addition, ventilator stopped momentarily, as well as all cardiac monitors. Immediate harm to patient, with unknown consequences and monitoring. IV pumps fully failed, with no back up support or battery life noted. IV "pumps" required complete reset resulting in immediate harm to patient. Physicians x2 entered room, provided IV push epinephrine, and crash cart had to be placed in room. Rts entered room, as well as 4 rns to support life sustaining measures, and re-program all 9 channels. Primary physician aware and with patient at time. Full pump failure with power outage, no back up or battery backup started. Full pump failure requiring system restart" after extensive follow up, the customer provided additional information: the patient had been admitted for decompensated liver failure. Following the event at approximately 0905, the patients systolic blood pressure decreased from 76mmhg to 50mmhg within 20 seconds of pump failure. Before the event at 0900, ambulatory blood pressure was 76/42(53) mmhg. The intensivist administered epinephrine 50mcg ivp at approximately 0906 to support bp while clinicians worked to re-program vasopressor agents previously running in IV pumps. Abp increased to 79/42(55) mmhg post administration of ivp epinephrine. The patient was also receiving the following medications. Octreotide at 10mcg/hour (flow rate 10ml/hour). Vasopressin at 0.04units/minute (flow rate 12ml/hour). Norepinephrine at 60mcg/minute (flow rate 56ml/hour). Propofol at 15mcg/kg/minute (flow rate 7ml/hour). Sodium bicarbonate at 25mmol/hour (flow rate 25ml/hour). Fentanyl at 100mcg/hour (flow rate 10ml/hour). Epinephrine at 10mcg/minute (flow rate 50ml/hour). Albumin 25% at 100ml/hour.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.